Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a laparoscopic esophagus procedure, the device was difficult or unable to close and the head of the device was not able to connect with the stapler. A new device was used to complete the case. There was no patient injury.